Manufacturer narrative:
The unique device identifier (UDI #) is unknown because the lot and part number were not provided. As a result the device history record could not be reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
Related manufacturer reference number: 1627487-2019-08932; 1627487-2019-08958; 1627487-2019-08959; 1627487-2019-08960; 1627487-2019-08962; 1627487-2019-08963.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device information and implant date are unavailable. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2019-08932, 1627487-2019-08958, 1627487-2019-08959, 1627487-2019-08960, 1627487-2019-08962, 1627487-2019-08963. It was reported that the patient had an infection. The exact location of the infection was unspecified. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s entire system was explanted. No abbott rep was present during the surgery. The infection has been treated but the exact method of treatment was unspecified. The device information and implant date are unavailable. Further information was requested but not received.